Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the purge line with one way valve attached to the arterial line filter had a blockage preventing flow through the purge line. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. No physical investigation was performed. The root cause for this event is unk. The valve may be faulty. There may have been an issue with the port on the arterial filter, or in bonding agent during assembly. Per internal procedure, these lines are clog tested during assembly. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).